Event description:
The customer report indicated that the user experienced high bgs (264-300mg/dl) within 15 hours of activating a new pod. After experiencing continuous high bgs overnight despite numerous corrective boluses being administered, the pod was deactivated. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.